Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap ventral hernia repair one needle broke at the tip and other suture snapped inside the abdominal cavity during repair of hernia defect. The patient had to be x-rayed, the broken needle was retrieved. There was a delay in the procedure and another device was opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by account. The visual inspection of the opened samples noted receipt of two sutures and two needles. From the opened sample, it was observed, under magnification, that the suture appeared to have split under tension. A tactile and microscopic examination of all received sutures revealed no signs of material or assembly process damage. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.